Event description:
It was reported to olympus, that the gastrointestinal videoscope had damage to the working canal. The device had leaks in the working channel after it was used in a complicated gastric balloon removal procedure. The procedure was cancelled due to the issue. The issue was found during reprocessing and there were no reports harm associated with the event.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was damaged by an endo therapy accessory passing through the subject device during the procedure for gastric balloon exaction. The event can be detected/prevented by following the instructions for use that state the actions for irregularity during procedure: operation manual:5.1 troubleshooting, if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. IFU includes the method of leakage test on biopsy channel in ¿reprocessing manual, 5.4 leakage testing of the endoscope¿. Olympus will continue to monitor field performance for this device.